Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, there has been no report of an on-site evaluation of the unit by a fresenius regional equipment specialist (res). The biomedical engineer (biomed) replaced the temperature sensor but was unable to calibrate the temperature control. It is unknown if the device was put back into service. An investigation of the device manufacturing records was conducted for the reported serial number and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a 2008k2 hemodialysis machine had melted insulation that was covering the wire of the ntc 2 temperature sensor. The damaged component was further described as the insulation was brittle and was coming off the wiring. The melted component was found during an annual preventative maintenance evaluation. There was no patient involvement during this event. The biomedical technician replaced the ntc 2 temperature sensor but stated that they were then unable to calibrate the temperature control. The cause for the melted component is unknown. It is unknown if the machine was properly calibrated and put back into service. Additional information was requested but was unavailable.